Event description:
It was reported while using mckesson prevent sg the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer impossible to push the medication through the needle.

Manufacturer narrative:
It was reported it is impossible to push the medication through the needle. To aid in the investigation, one hundred ninety-three samples in sealed packaging blisters were received for evaluation by our quality team. Fifty random samples were selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with a saline solution. Fifteen of the fifty samples did not expel the solution, these needles are clogged. A device history record review was completed for provided columbus needle lot numbers 1214992,1278946, 1214008, and 1214997 which were provided in the final manufacturing of lot 1341422. There was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. These are escapes from the incident occurred while producing the batch 1214992. The process to isolate affected product was reviewed. The process variation that induced the clogged needle was assessed and adjusted to prevent variations that could induce the same symptom.